Event description:
It was reported that within one week of device implant the right ventricular (rv) lead alert triggered for high impedance. The physician reconnected the lead pin into the header block. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2011; 429678, implantable pacing lead, (b)(64) 2011; 407645, implantable pacing lead, (B)(6) 2013. (B)(4).